Event description:
Began using philips dreamstation CPAP in (B)(6) 2019. Since using the machine has developed serious airway issues, headaches, high blood pressure, anxiety, short term memory loss, fatigue, blurry vision, dizziness, hypersensitivity to light and sound, tinnitus, and particles in lungs.